Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received no delivery alarm. The customer's blood glucose was 146 mg/dl. Troubleshooting was performed for no delivery and noticed that the insulin exits, but there was greater than normal resistance when attempting plunger push. The customer also stated that the insulin exited with the manual prime. The customer also stated that the event was resolved by reservoir change. The reservoir will not be returned for analysis.